Event description:
It was reported the patient ((B)(6)) experienced loss of stimulation. An impedance check did not reveal any anomalies. X-ray images indicated the lead was fractured. Subsequently, surgical intervention was undertaken to explant and replace the lead. Stimulation was restored following the procedure. The manufacturer has requested additional lead details.

Manufacturer narrative:
Corrected data: common device name.